Event description:
A report was received that the patient will undergo an explant procedure due to the ipg eroding through the skin. The ipg is working properly however the stimulation is extremely positional even with the slightest movement the patient gets over stimulated.

Event description:
A report was received that the patient will undergo an explant procedure due to the ipg eroding through the skin. The ipg is working properly, however, the stimulation is extremely positional even with the slightest movement the patient gets over stimulated.

Manufacturer narrative:
Additional information was reportedly received that the patient was doing well following the procedure. Additional suspect medical device components involved in the event: model # sc-2218-50, serial # (B)(4). Description: st linear lead, 50cm with pre-loaded 0.014 inch stylet device evaluation indicated that the ipg passed electrical and performance tests performed. The setscrew of the 1-l port was not lowered, and the setscrew passageway was filled with human material. X-ray inspection confirmed that the setscrew is floating in the septum. Furthermore, there was no discernible screw mark on the retention sleeve of one of the leads (sn (B)(4)) that usually appears when the setscrew secures the lead in the header. These findings suggest that the setscrew likely has not been effectively set on the lead. This can cause positional stimulation changes. Lead (sn (B)(4))exhibited normal device characteristics. A review of the sterilization documentation for the explanted devices found them to be satisfactory.